Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient died of hemodynamic failure due to gastrointestinal bleeding. It was observed that there were bleeding tendencies throughout the body, and circulation could not be maintained, so care policy was adopted and the patient expired. There was no operational problems. It was indicated that it is unknown if the death is related to the device. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
G1 reporting contact email revised on manufacturer device report 1220648-2024-20616 in accordance with updated procedures. Upon further review heparin was used in the purge solution the following fields were revised from the initial submission 1220648-2024-20616 in accordance with updated procedures. B2 death and date of death. H1 type of report. H6 health effect - impact code 1802.